Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer checked the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system would not turn on and there was no power to system, also the customer stated that nothing happens when they pressed the power on button. The philips field service engineer (fse) checked the system onsite and found that the fuses f11, f24 and breaker f3 opened. The fse replaced fuses f11, f24 and closing f3, kept the components from opening again but found defective power supply in the host pc. To resolve the issue, the fse replaced the power supply, and the host pc was booted up correctly. After replacement the device returned to good working order. He codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.